Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 8.5 cm diameter thoracic aortic aneurysm. The proximal neck was 36 mm in diameter and 66 mm in length. The proximal diameter of distal neck was 29 mm. The innominate was approximately at a 45 degree angle. The aneurysm was located in zone 0,1,2 and 3. During the index procedure, it was reported that a valiant device was implanted at the innominate artery. The other valiant device was inserted and intended to be implanted proximal of already implanted valiant, but the guidewire was unexpectedly removed. The valiant device was already delivered to the aortic arch so the physician tried to reinsert the guidewire but it was wound in the aneurysm and was unable to be reinserted. The valiant delivery system was removed and the physician tried to reinsert with a pigtail catheter but failed. A physician from the department of radiology took over the procedure, and tried to use several kinds of catheters but failed. In order to change the direction of already implanted valiant proximal side, it was pulled distal by inflating a reliant balloon. The physician tried a pull through method through the brachiocephalic artery, with a guidewire which was successful. The valiant device was implanted accurately with three stents overlapping and careful ballooning was given at the junction between the two devices. The physician then coiled the left subclavian artery. No endoleak was present at the end of the case. On and unknown date, a follow up CT scan found a minor endoleak. Eight days post implant, another CT scan was done and the endoleak was not present however, the physician decided to implant a valiant stent graft at the overlapping zone resolving the endoleak. A type ii endoleak was noted which may have been due to the reflux flow from the innominate artery so it was coiled and the endoleak resolved. The physician commented that the type iii endoleak came from the junction site or endoleak occurred because coiling was not given to the brachiocephalic artery during the initial procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak). (Unknown cause of event). (Removing the guidewire during the procedure). (Anatomy related; type ii endoleak). (Implanting in zone one). Conclusion: (unknown cause of event). (Endoleak). (Implanting in zone one). (Anatomy related; type ii endoleak). (Removing the guidewire during the procedure).